Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cutting and slicing cheek - mouth [mouth injury]. Cutting and slicing gum [gingival injury]. Head off the toothbrush became disconnected in my mouth cutting and slicing my cheek and gum - oral-b brushhead [injury associated with device]. Head off the toothbrush became disconnected in mouth / broken toothbrush head [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2017 that the other day he was using an oral-b rechargeable toothbrush, version unknown and the head of the oral-b brushhead, version unknown became disconnected in his mouth, cutting and slicing his cheek and gum and nearly resulting in him swallowing the small head. He included a picture of the broken toothbrush head. He stated that he had been using oral-b electric toothbrushes for some years now and had no problems. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.